Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant white blood count (wbc) and neutrophil absolute count generated from cell dyn sapphire analyzer for one patient. The results provided were: neutrophil absolute initial=1.00 10e3/l /repeated=0.1 10e3/l additional information provided: wbc=5.82 10e3/l /repeated=5.21 10e3/l there was no reported impact to patient management.

Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or increase in complaint activity. Return testing was not completed as returns were not available. A review of all complaints associated and a review of complaint trends was performed. The review did not identify any adverse trends. Additionally, labeling was reviewed and adequately addressed the issue under review. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, serial number (B)(6), was identified.

Event description:
The customer observed discrepant white blood count (wbc) and neutrophil absolute count generated from cell dyn sapphire analyzer for one patient. The results provided were: neutrophil absolute initial=1.00 10e3/l /repeated= 0.1 10e3/l. Additional information provided: wbc =5.82 10e3/l /repeated= 5.21 10e3/l there was no reported impact to patient management.